Event description:
The complainant reported that an implanted impella 5.5 pump intermittently experienced a 'placement signal unreliable' alarm during patient support. Device positioning was verified via echocardiography, and support continued uninterrupted. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No pump was returned for analysis. Data logs indicate a sudden loss of placement signal accompanied by alarms. The root cause of the optical signal issue could not be determined, as no problem was identified.